Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a unk procedure, the tip of the clips did not close properly. A new device was used to complete the procedure. There was no pt consequences.